Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The malfunction code was identified as malf 12, which was resettable, and technical support provided pump reset information to assist the caller in resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it remained below the threshold of 500 mg/dl. The issue did not recur after the pump was reset, and the customer was advised to continue using the pump while being instructed to report if the malfunction code appears again.